Event description:
It was reported that the spectra penile prosthesis device was removed due to infection shortly after it was implanted in 2010. A non-ams device was implanted to complete the procedure. There were no further patient complications reported in relation to this event.